Manufacturer narrative:
Device not returned.

Event description:
It was reported that a malfunction alarm occurred. The customer reverted to manual injections for insulin therapy. Customer's blood glucose ranged from 270-271 mg/dl.

Manufacturer narrative:
Manufacturer narrative on follow-up 1.